Event description:
The patient had removal of an implanted port. The physician noted that the catheter was very short and the tip was not removed intact. A chest x-ray confirmed that the fractured tip remained in the patient. The patient went to interventional radiology where the tip of the catheter was retrieved.